Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was initially reported to boston scientific corp on 06/04/2009, that an enteral guidewire was used during a stenting procedure. According to the complainant, during unpacking, the nurse pulled the wire out of the case and the distal portion of the wire unraveled. There was no pt contact with this device. The procedure was completed with a hydra jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on preliminary investigation results; core wire fractured.